Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The catheter was occluded. The catheter was replaced. Surgery was done using full anesthesia. The new catheter was primed. The pump was not refilled. The pump was used to deliver morphine. The pt experienced sudden death 8 hours at the end of the surgery, 6 hours after the priming dose was started. Resuscitation was attempted. An autopsy was done. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.